Event description:
It was reported the customer went to the emergency room (ER) due to pump delivering a bolus without user input; however, this could not be confirmed as multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.